Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the 9800 sys would not move up and down. No pt injury was reported.